Manufacturer narrative:
(B)(4). The device was evaluated by a field service engineer. The issue was localized to the power supply. Replacing the power supply resolved the issue.

Event description:
The customer reported that the device failed to power up.